Manufacturer narrative:
(B)(4). The uv flash set was returned and analyzed. No abnormalities were identified during visual inspection. A dimensional analysis was performed and all dimensions measured within specification tolerances. Functional testing was performed where the uv flash disconnect cap was connected to a uv flash transfer set or uv spike. The connected assembly was submerged under water and air pressure was applied to the transfer set or the spike connector. As a result, no issues were found during functional testing. The problem was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was identified between a capd uv flash set and its spike connector cover when the cover was attached. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.